Manufacturer narrative:
Received one device. Visual inspection found no damage, the customer reported issue was ¿it was reported that the error message 'cassette not attached properly. Reattach cassette' even when no cassette was present¿. The customer reported issue could not be replicated through functional testing. Upon further investigation, found the downstream occlusion sensor (dso) seal was delaminated. The device was repaired by replacing the dso seal. Performed the sensor calibration. The device passed all functional and delivery tests performed after repair activities were completed. Software updated and device reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the error message 'cassette not attached properly. Reattach cassette' even when no cassette was present. There was no reported patient involvement.